Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): the consumer reported that the patient was on bed rest in hospice for a year and half and developed an infection around the implant site. The consumer stated that the area was very infected because the patient was laying on his back for so long. The consumer noted that she was unsure if the infection was confirmed by a healthcare professional and that she had been told about the infection by the hospice nurse. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No device issues reported.